Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the device had a nick/ imperfection on the surface through observation from the facility. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch was processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure when tying the first set of sutures on the customer's 5.5 healix advance br anchor with orthocord, the sutures broke. The surgeon then passed a free stitch from the customer's versalok peek with orthocord and when tying the knot the suture broke. The surgeon passed the second free stitch from the versalok, tied the knot down with no issue but when tying the second set of sutures from the healix anchor after tying down the knot one of the suture strands broke at the anchor. The surgeon was fine with the fixation and used a pair of scissors to cut the other suture strand. The procedure was able to be completed with the devices with no harm to the patient or delays to the case. The sales rep believes that the customer's expressew iii needle may have had a nick that could have caused the sutures to break. The sales rep stated that the violet/blue sutures broke on the healix and violet on the versalok. The sutures broke right above the knot midway. The sales rep stated that a knot pusher was used but was tested after the case with some sutures and those sutures did not break with pusher. An expressew ii gun was used for suture passer and a suture cutter was used but not before the sutures broke. The surgeon is very well experienced in using these devices and has been for the last 10 years the sales rep stated. The anchor was implanted in the patient therefore device will not be returning for evaluations. The sales rep stated that the broken sutures and needle were discarded by the customer. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.